Manufacturer narrative:
Visual inspection confirmed the product in the packaging was not the item on the label. There was no damage to the packaging. It was determined the item in the packaging was manufactured on the same day at the same location. Complaint history was reviewed for both the item on the label as well as the item in the packaging and no complaints were found involving an incorrect product. It was determined this is an isolated incident.

Event description:
It was reported that before a procedure, it was noticed the screw in the package did not match the label. This was noticed in the sterilization department. There was no patient or surgeon involvement.